Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. It was stated that the customer changed the infusion set the night prior to the event. The customer urinated frequently during the night and felt very ill. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.